Event description:
It was reported that the ¿motor was sticking (error code2)¿ on the motor device. The reporter "inserted a tool and unlocking the motor so it would run". Reportedly the user "forced the burrs to spin by turning it manually". The reported event did not occur during surgery. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. It is unknown if a spare device was available. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evalaution. (B)(4) evaluated the device. The device was tested and was found to have intermittent e2 error code. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.